Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a hyperglycemic event which occurred 2 days after sensor insertion into the arm. It was reported the patient¿s cgm was ¿not giving any readings¿ but the patient could not recall the exact error message on his dexcom mobile app. No bg meter reading was taken. The patient was also wearing a tandem insulin pump. The patient was nauseous and vomiting and his brother took him to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 500 mg/dl and he was diagnosed with dka. No cgm value reported at this time. The patient was treated with insulin, IV fluids, and an unspecified medication for nausea. An hour later, the patient¿s bg meter reading was 300 mg/dl. After another hour, the patient¿s bg meter reading was 200 mg/dl. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.